Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "rippling" and "slow leak" against left device. The device remains implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening on anterior assessed as surgical damage. ¿ wrinkling: crease fold observed on the device. Additional observations: ¿ wear abrasion observed on the device.

Event description:
Patient reported "rippling" and "slow leak" against left device. The device has been explanted and replaced.